Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 22.3 mmol/l (401.4 mg/dl) with ketones of 5.6 mmol/l . The patient reportedly updated the software and the controller kept cycling intermittent. The patient was unable to connect a new pod due to the controller issue. The patient did not have a back up method of insulin delivery and went to the hospital. The patient was treated with fluids and insulin intravenously. The doctor gave the patient insulin pens to use until the new controller arrived. The patient was discharged from the hospital after two days.